Manufacturer narrative:
Event date: (B)(6) 2021. The customer reported that the insulin pump had a battery failed alarm. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected failed battery test or battery failed alert noted during testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 13:19:00.000 alarm alert notification, (B)(6) 2021 13:19:13.000 alarm alert cleared, replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 22:50:00.000 alarm alert notification (B)(6) 2021 23:45:29.000 alarm alert notification, replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 23:21:00.000 alarm alert notification and multiple failed battery/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 23:00:55.000 alarm alert notification (B)(6) 2021 23:45:35.000 alarm alert cleared. Upon checking on the detail trace file, failed battery test or battery failed alert was expected due to customer inserting low/depleted battery. Also, multiple pump error 53 alarm (line number = 5632 ; file number = 2005) was recorded and found in the formatted history file from (B)(6) 2021 23:37:19.000 alarm alert notification to (B)(6) 2021 23:45:07.000 alarm alert cleared due to software error. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was monitored for several days and no unexpected failed battery test or battery failed alert in the formatted history file noted during testing. However, the insulin pump had a multiple pump error 53 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error and failed battery alarm. Customer able to successfully clear the alarm. Customer did not received a request to rewind insulin pump. Fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.